Manufacturer narrative:
In a good faith effort (gfe) response received on 30dec2024, the customer biomedical engineer (bme) confirmed that the central processing unit (cpu) tray cover had been received and replaced to resolve the mounting issue. The bme stated that no other issues were reported, and the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was damage to the v60. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The device was being mounted on a universal stand. The customer informed the remote service engineer (rse) of the issue, so the rse provided the customer with the part information for the v60 adapter plate. In a good faith effort (gfe) response from the customer biomedical engineer (bme) received on 18dec2024, it was clarified that there had not been an issue with the v60 adapter plate. The bme had received the ordered v60 adapter plate, and it was noted that the part was not what the bme needed. The bme called remote service back and spoke with an rse who provided the customer with the part information for the central processing unit (cpu) tray cover, which was the part the customer meant to acquire in the first remote service. The bme stated that the damage previously discussed was actually to the cpu tray cover, the damage being one side of the cpu tray cover screw mounting hole was loose. Further service of the device is stated to be pending the delivery of the cpu tray cover. The investigation is ongoing.